Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: a device history record review was performed for the provided lot number 0036615. The review did not reveal any defects during the production process that could have contributed to the reported incident. One physical sample, as well as picture samples, were received by our quality team. Through visual and functional inspection of the samples, no defects were observed and the product appeared to have the correct flow and flashback with no failures related to occlusion. Based on the sample investigation, the root cause could not be determined.

Event description:
It was reported that a bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in had an incomplete flush. The following information was provided by the initial reporter: "unable to flush. Patient cannulated as normal, with good flash back. Caregiver went to flush cannula unable to flush. Cannula removed still unable to flush cannula".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in had an incomplete flush. The following information was provided by the initial reporter: "unable to flush. Patient cannulated as normal, with good flash back. Caregiver went to flush cannula unable to flush. Cannula removed still unable to flush cannula."